Event description:
Consumer reports very low readings when compared to other meter. Analysis run on clark error grid using competitive reading (274) as ref. Point vs. Bd readings (43) yielded data points in the c range of the grid, outside of acceptable limits.